Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm measured 5 cm in diameter. Immediately following stent graft implant, a small type IV junctional endoleak was noticed between the bifurcated stent graft and the right iliac limb. The type IV junctional endoleak was treated by using an angioplasty balloon. Final angiography revealed no leaks. One month post stent implant, the pt developed a thrombotic occlusion in the left iliac limb. A thrombectomy was performed using the kissing balloon technique to dilate both limbs of the graft. An angiogram revealed a dissection within the right limb that was treated with a 14 mm x 60 mm stent. Final angiogram revealed patency of the bifurcated stent graft, graft limbs and iliac arteries. One year post implant imaging revealed that the eneurysm measured 2.4 cm in diameter with the stent graft showing good flow and no sign of an endoleak. No additional clinical sequelae were reported.